Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex . The patient is only making a claim for an adverse patient outcome against the ventralex . The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 7 months post implant of ventralex, patient was diagnosed with hernia recurrence, obstruction adhesions, abdominal pain and mesh migration thereby underwent repair with removal of mesh. Per operative notes, "the prior mesh (device #1) had pulled loose from surrounding fascia and was excised." The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain and mesh migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2014) is considered to be a best estimate. This supplemental emdr represents the mesh ¿ ventralex (device #1). Additional emdr's were submitted to represent the bard soft mesh (device #2) and xenmatrix ab (device #3). Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1 (complainant facility), g1, g3, g4 (PMA/510(k), g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex . The patient is only making a claim for an adverse patient outcome against the ventralex . The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with three incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, "the scarred subcutaneous adipose tissue to a large hernia sac with two hernias were noted. The fascial bridge connecting the hernias was opened converting into a single hernia. The fascial edges were freed and adherent omentum was taken down. A ventralex patch (device #1) was placed in fascial tissue plane and sutured. Another fascial defect was closed primarily. The defect was closed on top of the patch." (B)(6) 2012 - patient had symptomatic gall stones thereby underwent laparoscopic cholecystectomy. (B)(6) 2015 - patient was diagnosed with large recurrent midline incisional hernia with intrabdominal adhesions and partial small bowel obstruction thereby underwent open repair with the explant of ventralex (device #1) and implant of bard soft mesh (device #2) and xenmatrix ab (device #3). Per operative notes, "the prior mesh (device #1) had pulled loose from surrounding fascia and was excised. Adhesions were noted to the small bowel both proximally and distally, fairly adherent in pelvis. Adhesiolysis was performed. A portion of omentum was resected. The extra muscle separation was noted from xiphoid down to pubic area. Component separation was performed. The central potion of posterior fascia had a large space and was closed with xenmatrix ab (device #3) was cut into oval placed and sutured. The bard soft mesh (device #2) was placed in retrorectus space and sutured." (B)(6) 2016 - patient was diagnosed with left abdominal wall hematoma/seroma thereby underwent ultrasound guided aspiration of abdominal wall fluid collection. Per operative notes, "area of soft tissue containing multiple septations and minimal fluid was noted. The serous fluid were obtained." Attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that patient had complications urinating due to adhesion damage.